Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large bore stopcock with rotating male luer lock leaked. During levophed infusion while in the intensive care unit, a leak was observed from the stopcock. The patient experienced ¿agitation and hypotension¿. The patient¿s mean arterial pressure (map) was >65. The stopcock was replaced and the symptoms resolved. No further information was available at the time of this report.